Event description:
A customer reported that during use of an 840 ventilator an alarm was generated and the safety valve opened. The device was replaced. The customer reported that there was no patient involvement.

Manufacturer narrative:
The covidien customer support engineer reported that they replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse also replaced the analog pcb. (B)(4).